Event description:
It was reported by the sales rep that the total hip replacement surgery was done on (B)(6) 2023 using trident ii shell with duo mobility liner. During surgery upon impacting the actual metal liner, surgeon was sure that the locking mechanism was engaged, various check was carried out to ensure metal liner was seated. Post op day 2 the metal liner was noticed to be disengage inferiorly via x-ray thus revision surgery is required. Revision is scheduled on (B)(6) 2023.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the sales rep that the total hip replacement surgery was done on (B)(6) 2023 using trident ii shell with duo mobility liner. During surgery upon impacting the actual metal liner, surgeon was sure that the locking mechanism was engaged, various check was carried out to ensure metal liner was seated. Post op day 2 the metal liner was noticed to be disengage inferiorly via x-ray thus revision surgery is required. Revision is scheduled on (B)(6) 2023.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: the device was returned for evaluation. Some light scratches were observed as a result of implantation and explanation of the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation of the liner from the shell. The device was returned for evaluation. Some light scratches were observed as a result of implantation and explanation of the device. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available , this investigation will be re-opened.